Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level that ranged from 396-595 mg/dl. The customer administered a manual injection to address the high bg. The cause of the high bg was unknown. The customer changed the infusion set to resolve the issue.